Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.116, synthes lot: 4589585, manufacturing site: synthes monument, release to warehouse date: july 28, 2003. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver shaft qc/t15 was received at us customer quality (cq). The distal tip was worn, the coupling of the driver was nicked. The worn condition of the tip would render the device inoperable. The observed damage was consistent as an end of life indicator for the device. No other issues were identified during inspection. There was no evidence of physical device breakage thus the overall complaint was not confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the blade of a stardrive screwdriver shaft quick coupling found to be faulty in central sterilization processing department (cspd) after a case. The screwdriver blade has burnishing and a metal chip on it at the junction of the blade that led into the screwdriver handle or drill. The previous case was not affected. There was no patient involvement. This report is for 1 stardrive screwdriver shaft . This is report 1 of 1 for complaint (B)(4).